Event description:
Additional information was received from the patient. They reported that the device never worked properly. They had the shocking feelings when the device was on, so they never left it on/didn't use it. The cause of the device not working was unknown. Regarding the steps taken to resolved, they reported that they don't remember dates because this was years ago, but they had doctor visits and met with the manufacturing representative (rep). The issue was not yest resolved. They indicated that the shocking sensations started when they tried to use the device for the first time. They were told it was normal, but it was painful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they never used the device because they couldn't tolerate it. The device didn't work and it was giving them shocking sensations and they couldn't stand it. Patient wanted to know if it would hurt to leave the device in or if they needed to get it removed. Agent reviewed with the patient that as long as the device doesn't bother them they don't need to have it removed. The issue was not resolved through troubleshooting.